Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The conditions and circumstances surrounding this event including the implantation date and duration of implantation were not provided. The device was explanted, no further details are available. No further event or patient information is available. The actual device was not returned for evaluation; four (4) unused samples from the same lot were sent for investigation.

Manufacturer narrative:
Corrected data: the alleged device was not returned; rather, four devices from the same lot were returned. Investigation - evaluation. A review of the device history record, drawing, quality control, manufacturing instructions, complaint history, and visual inspection / functional testing of unused products was conducted during the investigation. The device failure analysis was performed on four (4) sealed devices returned in unused condition. The devices were leak tested: two (2) devices had a leakage under the cap while remaining two (2) did not leak. The connector cap of the leaking devices were removed and upon examination showed that the flare was within specification. The correct fitting and security of the fitting were also verified. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that prior leaking incidents of this lot number were captured in complaint one other complaint record. Both complaints are from the same customer entity. Based on the information provided, no return of the alleged device, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.